Manufacturer narrative:
Concomitant medical products: dtma1d1, crtd, implanted: (B)(6) 2020: 6996sq41, lead, implanted: (B)(6) 2020: 6937a-52, lead, implanted: (B)(6)-2020: 5071-53, lead, implanted: (B)(6) 2011: 407645, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.